Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long of a delay was there to procedure? Was this device reused (or did you just mean the device was fired three times when you describe first use, second use, and third use)?

Event description:
There was a risk to patient or impact to staff member, the procedure was a laparoscopic cholecystotomy. There was a delay the case was completed except 10c unable to be completed as a result another device was opened. This is a single incident and is used for every lap choe. Ligamax malfunctioned: 1st use: didn't fire a clip, 2nd use: fired 2 clips, 3rd use: fired one clip but also cut through bile duct. No reported ae to patient.

Manufacturer narrative:
(B)(4).batch # n93p2h. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.